Event description:
After pouring heparized saline into the basin in the cath lab pack, a foreign object was discovered floating in the basin. It has the appearance of a piece of cardboard, less than 1/4 inch in size. The basin and the kit were removed and not used. Plan to send foreign object to manufacturer for analysis.